Event description:
The patient was admitted to the hospital for removal and replacement of bilateral breast implants secondary to capsular contractures. These silicone breast implants had been placed in 1979. At the time of surgery it was noted that both breast implants were partially ruptured. Due to this, both breast implants and capsules were removed.